Manufacturer narrative:
Correction g1: contact office address: (B)(6). A batch record review was conducted resulting in the following: urinary catheter in question was manufactured in march, 2020 with (B)(4) pieces produced. The lot visual inspection, tactile test and in-process tests were carried out during set up on one catheter from each molding tool, no sharp edges on the tip or eyelets are allowed. All relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. No sample or picture was provided. No defect on the product was observed by the customer. A query was run against the material used in this product and for this specific malfunction code ¿uca-pmc14.03 no malfunction based on complaint information¿ which yielded one occurrence from november. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(4). Correction - contact office address: (B)(6) based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported by the product end user that she experienced "small amount of bleeding and slight pain during insertion". The end user reports she has multiple sclerosis and has been trialing various types of intermittent catheters. "She has recently been using the straight catheter, ref (B)(4), and lubricating with lidocaine gel per her np's instructions. During the past few days, she has noted slight bleeding and pain during insertion with these devices. She thinks the lidocaine gel may not be providing enough lubrication. Advised her to notify her np to see if she could try a lubricating gel instead of the lidocaine". Upon reaching out to the end user she states "I don¿t think there is a defect, but I have nothing to compare it too. What I do know is it hurt to pull the catheter out, which may have been why I am experiencing blood. And that is why I am ordering lubricated ones now. Now I have a uti, with lots of blood in my urine, and I don¿t now why. I have an appointment with my urogynecologist next week, so I hope I will know more". The end user provided an update after seeing provider with the following "I am on bactrian now, the infection is citrobacter freundii complex". No photograph received from end user of product.